Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned. Internal abrasion was noted at 6 cm to 7.2 cm from the distal tip and etfe damage on the rv ca bles at the proximal edge of the rv shock coil was observed. Internal abrasion was observed at 14.3 cm to 15.5 cm from the distal tip, the overlying optim sheath was not damaged. An internal abrasion under the svc shock coil was observed at 7.9 cm from d distal tip with etfe cable intact. No anomaly was noted that could cause the reported noise or low impedance.

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving patient notifier. Low pacing lead impedance and oversensing were observed. The noise was reproduced with arm movement. Externalized conductors were observed via fluoro prior to explant. The lead was explanted replaced.